Event description:
Customer reports. The tube was inserted into the pt. The pt pinched the tube and it broke close to the portion that was in the nose. The tube was retrieved. No injury was reported.

Manufacturer narrative:
The actual sample was returned and found to be cut 16.5 in from the funnel. A small surface imperfection was noted at 1.6 in from the funnel. This flaw would not have caused a problem. The mfg plant found that a sharp instrument had come in contact with the tubing at the break point. Co is unable to determine if it occurred due to user handling, post production or other means. The tube has been shown to the appropriate staff. A search of co's records back to 1996 found no other reports of breakage of sump tubes. Co is unable to determine the actual cause of the reported problem.